Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped2 pipeline failed to open in the distal section. Pipeline would not open distally although 3/4 of the pipeline was deployed. Resheathed three times and still would not open. Pulled out of patient without incident and replaced successfully with a different pipeline. More than 50% had been deployed when it failed to open. The pipeline was resheathed more than 2 times. No additional steps were taken to open the pipeline. The pipeline was removed from the patient with the microcatheter. The patient was being treated for a ruptured aneurysm in the left internal carotid artery (ica). Vessel tortuosity was moderate. Angiographic result post procedure was very good. Dual antiplatelet treatment was administered. No symptoms were reported.

Manufacturer narrative:
H3: product analysis # (B)(4):equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5), 0.0265¿ mandrel drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev. F as found condition: the pipeline flex w/ shield device and phenom-27 micro catheter were returned for analysis within a shipping box and within a resealable plastic biohazard pouch. The opened pipeline flex w/ shield inner pouch was also returned. Visual inspection/damage location details: the pipeline flex w/ shield pusher hypotube was found stretched. No damages or irregularities were found with the proximal bumper, the resheathing pad or the resheathing marker. The pusher was found separated at the distal core wire between the resheathing pad and the ptfe dps sleeves. The distal segment and braid were found within the phenom-27 micro catheter hub. No damages or irregularities with the phenom-27 micro catheter hub. The micro catheter body was found kinked between ~3.4cm and ~1.6cm from the distal end. No damages or irregularities were found with the distal tip or marker band. Testing/analysis: the phenom-27 micro catheter total length was measured to be ~157.3cm and the usable length was measured to be ~150.6cm, which is within specification (specification: total (ref) = 156.5cm, usable = 150cm ± 5cm). The micro catheter was cut to remove the distal core wire and braid. No damages or irregularities were found with the ptfe dps sleeves. The tip coil was found damaged. Both braid ends were found tapered, damaged and frayed. The broken distal wire was sent out for sem analysis. Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ was confirmed. Possible causes are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel braid, presence of other indwelling stents or inappropriate anatomy. The braid was found damaged. Potential causes for braid damage are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/resheathing braid against resistance, or damage during return shipping as the braids were returned already deployed and out of its protective introducer sheath and dispenser coil. The distal wire was found broken and the hypotube was found stretched, indicative of retracting against resistance. Sem results: ¿the tip of the broken end failed via tortional overload¿. Possible contributors towards pushwire breaks are patient vessel tortuosity, excessive force, over-manipulation. The phenom-27 was found kinked, likely contributing towards resistance. Potential causes for the kinking are patient vessel tortuosity, possible oversized od, guidewire/delivery system removed aggressively, catheter entrapment, user advanced/retrieves device against resistance. Customer reported resheathing more than 2 times and vessel tortuosity as moderate. The phenom-27 micro catheter is compatible for use with the pipeline flex w/ shield device. Ngod10 2022-09-05. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.